Event description:
The customer reported that there was a cross character displayed on the monitor at the monitor cart. During the second operation, the fluoro images displayed on the monitor, then the cross character appeared. A reboot did not solve the issue.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.